Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the sterile packaging of the suction irrigator was compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: opened the sterile package of suction irritagor, but the place where the battery is was glued to the plastic. There was a hole in the plastic the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a bonding agent like cyclohexanone transferred to pump housing unintentionally, causing a bond between the pump and the blister pack.

Event description:
It was reported that the sterile packaging of the suction irrigator was compromised.